Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no known consequences or impact to the patient; torn material. Evaluation result : visual inspection of the returned product showed the lens was torn into three pieces and a haptic was torn off with a piece of the optic and missing. No visible damage was noted to the cartridge. There was clear surgical residue on the both the devices. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The customer reported the aq2010v silicone three piece lens tore on insertion. The lens was removed without any patient injury. The cause of the event was unknown.

Manufacturer narrative:
Cartridge and injector lot number searches found one similar complaint. Per medical review - reportedly, lens (3-piece silicone) was torn during insertion, requiring intraoperative removal. Incision was not enlarged and no other tissue damage was reported. There was no reported post-operative sequelae. According to the report by a nurse, dated on (B)(6) 2014, the most likely cause of the event was unknown. Based on the complaint history, work order search, product evaluation, injector lot search, cartridge lot search, device history record review, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - lens work order search, device history record review results - a lens work order search was performed and one other complaint was found within the work order. A review of the device history record was performed and nothing was found within the manufacturing process of the lens or injector or cartridge that was the root cause of the complaint. Conclusion - based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).